Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to severed blue (+5v) and green (belt dischg) wires in the cable connecting ECG "c" and "d". The cable connecting ECG "c" and "d" was cut. The root cause for the cut cable and wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it had non-functional ecgs.